Event description:
It was reported that customer experienced a past low blood glucose level that ranged from 52-55 mg/dl, with the cause of the low level unknown and occurring earlier in the day before contacting support. Customer treated low blood glucose by consuming carbohydrates, did not require help from a third party, and used pump with control-iq feature turned on; technical support advised customer to consult healthcare provider to discuss factors affecting blood glucose levels, customer understood this guidance, and blood glucose issue was resolved.